Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the procedure was cancelled.

Manufacturer narrative:
Alleged failure: "proposed procedure was not perfformed due to pinpoint not working". No image procedure went ahead but without sentinel lymph node. Yes incision was already made." Probable root cause: reported failure mode was reproduced, camera could not establish a video connection with vpi when initially tested by stryker service. Probable root cause is due to a damaged camera cable. Bent pins were found on the plug during initial evaluation of device and camera function was restored when camera cable was replaced as part of repairs. The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the procedure was cancelled.